Event description:
It was reported that a patient experienced difficulties managing the cartridge during routine changes. No adverse impact to the customer¿s blood glucose level was reported. The pump was out of warranty and could not be repaired or replaced, and the patient declined further follow-up from customer technical support.